Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications. Device logs showed insulin delivery was paused appropriately during insulin depletion alarms and resumed after supply change. No malfunctions were found. The hypoglycemia was likely due to delayed supply change and other medical factors. No long-term effects were reported.

Event description:
On (B)(6) 2025, a remote clinical educator reported that on (B)(6) 2025, the user experienced a severe hypoglycemic episode resulting in ems transport and hospital admission. The user reported prolonged hyperglycemia prior to the event due to the ilet running out of insulin overnight. Following the event, the user met with their endocrinologist and healthcare provider who could not determine if the ilet contributed to the event due to the user starting a new heart medication, entresto, which may cause hypoglycemia. The endocrinologist recommended resuming ilet therapy without meal announcements.